Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 for a diabetic ketoacidosis. The customer's blood glucose level was above 600 mg/dl. The customer corrected her blood glucose level with insulin drip. She was wearing her insulin pump at the time of hospitalization. The customer also received a no delivery alarm. Air pockets were found in the tubing. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.